Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed a preventative maintenance under fso 750599794, which indicated that the erbe integrated electrosurgical generator unit (iesu) was replaced. Per the fse, the iesu was not tested prior to it being replaced due to it had already being scheduled for replacement under the preventative maintenance service order. The new system was tested and verified as ready for use. From available information, there is no return material authorization (RMA) associated with this complaint for the integrated electrosurgical generator unit (iesu) to be returned to isi. Without the returned iesu, a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that monopolar was not delivering energy to the monopolar curved scissor (mcs) instrument. Preventative maintain service order indicated that the integrated electrosurgical generator unit (esu) was replaced as requested by the customer. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the monopolar was not delivering energy to the monopolar curved scissor (mcs) instrument. Onsite logs showed error 25920. Prior to the customer calling tse, they rebooted the erbe, new instrument, new green energy cable, and reseating the instrument, but there was no change. Additional troubleshooting was conducted further, but despite the efforts, the issue persisted. At this point, the surgeon decided that they were past the need for the monopolar energy and was moving forwards with the procedure. The procedure was completing as planned with no reported injury.